Manufacturer narrative:
E1: initial reporter phone- (B)(6).

Event description:
It was reported that guidewire entrapment occurred. A 1.6mm jetstream sc atherectomy catheter was selected for an excision of arterial plaque of lower extremity to treat pain and edema in the left lower limb. The target lesion was located in the superficial femoral artery. During the procedure, it was noted that the thruway guidewire became stuck in the catheter. The catheter and the guidewire were removed intact as one unit. The procedure was completed with another device, and there were no patient complications as a result of this event.